Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via health care professional that during functional endoscopic sinus surgery, the blade's tip broke into a small piece. There was no broken piece of the reported product remain inside the patient's body. The procedure was completed with backup product(s) with no delay. There was no intervention performed/planned there was no patient impact.